Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had a black display. The blood glucose reading was 52 mg/dl, which the customer treated with orange juice and food. Advised replacement of the insulin pump. The customer declined troubleshooting for low blood glucose, noting that this was a normal occurrence. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a cold solder joint on a keypad connector. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.